Manufacturer narrative:
No unexpected no delivery alarm during testing. However, the device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 500 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The customer stated that the insulin did exit during prime. The insulin pump was returned for analysis.